Manufacturer narrative:
Additional information was provided in sections e.1, b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (failure to cut) is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report number 2028159-2025-00687. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic operating system exhibited with cutting was not working and should press on the footswitch to continue cutting during vitrectomy surgery. Surgery was able to be completed through releasing the foot switch and pressing it again. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).